Event description:
Customer received result of 110 mg/dl on the mobile system and a result of 46 mg/dl on the aviva system within 10 minutes. Low blood glucose symptoms were reported with these results. Customer was able to self- treat with sugar and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278184, expiration date 02/28/2014). (B)(6).